Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The reporter noted "cartridge was stuck in syringe. Doctor and assistant were punctured trying to remove. Cleaned wound and applied band-aid". Add'l info was requested by integra; not received at the time of this report.